Event description:
It was reported that the right ventricular lead was explanted due to noise. No patient complications have been reported as a result of this event. Additionally there is an allegation from an attorney that indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer tubing overlay was melted. It was noted that outer tubing overlay with cosmetic environmental stress crack, outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.